Manufacturer narrative:
Integra has completed their internal investigation on september 21, 2017. Results: evaluation of returned device; the inner spring seems oxidized. The springs were sent for analysis and are made of wrong material. DHR review; DHR for lot no. 2245114 reviewed and no anomalies that could be associated with the complaint were observed. Complaints history; no adverse trend - first occurrence of this risk for this device. Conclusion: the origin of this material defect is a mistake during spring manufacturing by supplier.

Event description:
One (1) of 2 reports: other mfg report number - 2523190-2017-00092. It was reported that when customer sent instruments for autoclave, after washing, lots of rust coming out, the springs inside the instrument is rusty, rusty water is still coming out. Is a brand new instrument. No patient contact / injury reported and the event did not lead to surgical delay.